Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6) implanted: (B)(6) 2007: product type catheter. Product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2020: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 15-may-2009, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 31-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal fentanyl 10,000 mcg/ml at 7,213 mcg/day and clonidine 30 mcg/ml at 21.638 mcg/day via an implantable pump. It was reported that the patient's therapy was not helping as much as it had in the past. No environmental/external/patient factors might have led or contributed to the issue. The patient had a failed dye study. Surgical intervention was planned, but not yet scheduled. The issue had yet to resolve at the time of this report.